Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 30july2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirms similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: (B)(4) error message replace battery. Account name: ((B)(6) hospital). Account #: 10053296. Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n. Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. 8015 sn: (B)(6) customer wanted to know about sending unit in for repair, and did he still have a active warranty. Case resolution: customer stated to me that he would just send the 8015 in for repair due to that it's still under warranty. I said ok and the call was ended. Ref: (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 30july2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirms similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 30july2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirms similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(6).